Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi". Caller normally ranges from 142-180mg/dl. Back to back blood tests performed at the time if the call were "hi" and "hi". Last 5 results in memory were "hi", "hi", 223mg/dl, 200mg/dl, and 230mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood results reading "hi". Caller normally ranges from 142-180 mg/dl. Back to back blood tests performed at the time if the call were "hi" and "hi". Last 5 result in memory were "hi", "hi", 223 mg/dl, 200 mg/dl, and 230 mg/dl. No adverse event reported.